Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the remote user interface joystick on the 9800 system would not work during a case. No pt injury was reported.